Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2012 at an unknown time in the morning. She reported she observed blood glucose results of "331 and 324mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <= 20% and/or <= 20 mg/dl. The patient reportedly manages her diabetes with an unknown type and dose of insulin and reportedly did not make any changes to her usual diabetes management routine in response to the alleged issue. She claimed that immediately after testing she developed symptoms of "shaking and sweating" and despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.